Manufacturer narrative:
Title: the efficacy of ligasure¿ open instruments in cases of cesarean hysterectomy due to placenta percreta: a retrospective, record-based, comparative study source: the journal of maternal-fetal <(>&<)> neonatal medicine 1-6 published online: 30 nov 2020 if information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study compared hysterectomies performed with traditional cutting and tying tools and th ose performed with ligasure instruments in patients with known placental insertion anomalies between 2013 and 2019. There were 28 patients in the ligasure group and post-operative complications included: transfusions, bladder repair and post-operative infection. I nterventions for bladder repair and infection not listed. The efficacy of ligasuretm open instruments in cases of cesarean hysterectomy due to placenta percreta: a retrospective, record-based, comparative study: zeyneb bakacak, 2020, taylor and francis.